Event description:
It was reported in a service report that there was a broken power cord and a missing footboard. No adverse consequences were reported.

Manufacturer narrative:
Result: missing footboard.